Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of lactated ringers, at a rate of 25 ml/hr, via a symbiq pump. At an unspecified time, the male adapter of unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback deliver of zosyn 3.375 gm/50 ml, at a rate of 13.75 ml/hr. The primary solution container was hung lower than the secondary solution container. At 2245, the deliver was started. It was reported that 5 minutes after the delivery was started, while the nurse was comforting the combative pt, the nurse noted the zosyn solution container was empty. The customer contact indicated that the solution possibly back flowed from the secondary container into the primary solution container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. It was reported, "this was the pt's first dose of zosyn, which was reportedly refused and infused 2 hours later". No specific details were provided. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.